Event description:
It was reported that the patient fell on his stomach where his neurostimulator is. The patient had open circuits after the fall. An impedance test showed 03 was at 25000 and 12 was at 1300 with all other contacts greater than 40000. The patient experienced transient stimulation when programmed to 1 and 3, but claimed it cut outs or shorts out. The patient had an x-ray that was inconclusive, but revealed the battery was tilted sideways. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3587a, lot# n0043786, implanted: (B)(6) 2007. Product type: lead: product ID 3550-29, lot# n314210, implanted: (B)(6) 2012. Product type: accessory. (B)(4).